Manufacturer narrative:
Visual and microscopic examination identified the threads of the inserter interface to be stripped off, with evidence of deformation on the face of the implant or hole diameter. The above observations are consistent with significant impact during attempted assembly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Pre-operative diagnosis: spinal canal stenosis type of procedure: oblique lumbar interbody fusion levels implanted: l2-5 it was reported that during surgery, when the surgeon inserted the cage using the inserter and hammer, the screw part of the cage got shaved. The inserter could not be attached to the cage again. No fragment of the broken product remained inside the patient. No patient complications were reported as a result of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.